Manufacturer narrative:
A motor error alarmed during basic occlusion test due to a loose/protruded drive support disk. The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Due to the motor error alarms the unit was unable to perform prime/compromised forced sensor, occlusion and excessive no delivery alarms tests. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported that the insulin pump needs a complete functional analysis. The complaint was unknown.